Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the nutrient was not delivered and the catheter may have been in a state likely to be occluded; however there was no occlusion alarm. There was no patient harm.